Event description:
Customer reported receiving a ¿check sensor¿ message from her/his adc freestyle libre sensor. It was further reported that on (B)(6) 2019 customer could not get a reading and subsequently lost consciousness. A healthcare provider¿s meter reading of between ¿20-26¿ mg/dl was received and customer was treated with a glucagon injection and unspecified intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed, and no issues were observed. Extracted data from the returned sensor using approved software. Sensor plug was returned and is properly seated in mount. The returned sensor found to be in state 5 (indicating normal termination). Removed sensor plug assembly and inspected sensor plug assembly; no failure mode was observed. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿check sensor¿ message from her/his adc freestyle libre sensor. It was further reported that on (B)(6) 2019 customer could not get a reading and subsequently lost consciousness. A healthcare provider¿s meter reading of between ¿20-26¿ mg/dl was received and customer was treated with a glucagon injection and unspecified intravenous fluids. There was no report of death or permanent injury associated with this event.